Event description:
During evaluation of a returned small volume intermate, black particulate matter was found to be in the fluid path. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured between january 27, 2014 to january 29, 2014. During visual inspection of the intermate, a black particle 0.15 mm in size was found under the filter, in the fluid path. The black particle was identified to be thermally degraded polyester material via fourier transform infrared (ftir) spectrophotometer scanning. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.